Event description:
The toggle allegedly broke when the consumer hit his desk, causing the chair to continue to raise. The consumer allegedly sustained injuries to his legs and feet.

Manufacturer narrative:
The dealer reported while operating their power chair a user had hit their desk. This impact to the desk had broken a component on their chair resulting in the consumers chair to lift, and injuring their feet. Manufacturer is working to obtain product involved in the alleged incident for inspection. Nature of complaint suggests impact damage resulting in the alleged incident. MDR filed based on alleged injury to foot.